Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Details for the break in aseptic technique was not provided. Peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis. Treatment for the peritonitis included intraperitoneal vancomycin (2 grams, frequency, and duration not reported) and ceftazidime (dose, frequency and duration not reported). At the time of this report, the vancomycin and ceftazidime treatment for the peritonitis was discontinued. The patient was retrained in aseptic technique. The patient recovered from the peritonitis and was discharged from the hospital nine days after admission. Dianeal and extraneal therapies were ongoing. No additional information is available.